Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash, redness and a sore under the back left electrode of the lifevest equipment. The patient described the sore as inflamed, the size of a golf ball, appears raised and rippled. Patient reports that they are in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician placed a dressing over the skin irritation. Follow up indicated that the skin irritation improved.